Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level ranged from 420 to 430 mg/dl. Tandem technical support reviewed pump data and informed the customer that the battery depleted as expected, however the customer did not accept the explanation and declined to provide further information.